Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported hearing a steady "buzzing" coming from the implantable cardioverter defibrillator (ICD) while leaning up against some magnets. The device remains in use. No patient complications have been reported as a result of this event.